Event description:
Per independent repair center statement, the units alarm would not function. The key failure was the power switch had a short circuit. Additional malfunctions include the tie wraps for the tubing was leaking.